Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/ unresponsive) issue. The reporter alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/27/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the audio bolus button cover was found to be punctured. The complaint that the audio bolus button was under responsive was not able to be duplicated during testing. The audio bolus button responded appropriately to button presses despite the button cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.